Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to a low blood glucose. She was not sure of the reading at the time of admission. She stated that sometimes her cycle would cause the blood glucose to fluctuate. Nothing further was reported.